Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator and leads developed redness and a warm feeling around the device pocket. The patient shaves his chest regularly and it was suspected this had lead to a pocket infection. A replacement procedure was performed. The device and leads were explanted. The device and atrial lead were completely removed. The right ventricular lead was pulled out until it became stuck in the right ventricle. At that point, the lead was surgically abandoned. All products removed were returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device meets specification.